Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that "it" isn't taking a charge and the device isn't stimulating. Caller stated about a month ago they went and had an x-ray during which they turned the stimulation off for. Caller stated they turned the stimulation back on afterwards but shortly after that it quit working. Caller stated the one device charges but the other one doesn't. Agent had caller attempt to connect the controller to the implant; caller saw no device found. Agent had caller connect the recharger and place the antenna over the implant; caller again saw "no device found." Agent had caller press "recharge" and caller saw "connect the recharger." Caller confirmed the recharger was plugged into the controller securely, and the screen would not advance. Agent understood the controller was not recognizing the recharger was connected. Caller examined the equipment for damage and noted no visible damage. Caller plugged the controller into the ac power supply, and the green light began flashing on the controller. The issue was not resolved. A replacement recharger (rtm) was sent out.  Additional information was received from a manufacturer representative (rep) regarding an external device. It was reported that they received their replacement recharging antenna yesterday, however patient is still unable to communicate with their recharger. Rep reports the new antenna is working normally and they did try to reset the controller already. Rep had a spare controller with and placed the patient's lithium battery into the spare controller, then connected the recharging antenna to that controller. Rep was able to connect to the battery normally. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.